Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. Customer also experienced hyperglycemia and headache. Customers blood glucose was unknown at the time of incident. Customer treated high blood glucose with manual injection. The customer did not experience any symptoms such as a result of high blood glucose. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the infusion set had bent cannula. The insulin pump will not be returned for analysis.